Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and high impedance were noted on the right ventricular (rv) lead. There was a suspected lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was capped and remains in the patient.